Manufacturer narrative:
The electrode information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 2 patient samples on a cobas pro ise analytical unit. Sample 1 had an initial result of 151.5 mmol/l. The repeat result was 139.4 mmol/l. Sample 2 had an initial result of 161.1 mmol/l. The repeat result was 150.9 mmol/l. Clarification on whether the repeat results were produced by the competitor emogas analyzer was requested but not provided.